Event description:
A nurse reported that cassettes with crimped tubing were used during several eye procedures. It was informed that the crimped tubings were noted before the surgery began, however, the surgical staff massaged the tubings and primed the products. The products were used and procedures were completed without consequences to the pt. There were no procedures issues noted. Additional info has been requested for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).